Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out output connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus personnel to report his event. During the call, the customer provided more specific information. He specified that the phenomenon occurred after switching on the column and the disposable device, after injection of adrenalin solution but before switching on the bipolar current. The disturbance manifested was disappearance of the image and alternating green/purple screen. This disturbance occurred two separate times after regular image restoration following light source and processor reset. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A worn-out output connector was discovered and caused the image failure. Additionally, the chassis and front panel chassis had rust present. The front panel chassis and one of the printed circuit boards will also require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera ii video system center was intermittently dropping its image during an emergency therapeutic upper digestive tract hemorrhage procedure. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were noted. Despite that, the image was intermittent during use, and the display would turn a single shade of green when the image was absent. Reportedly, power cycling the device would return the image for a short time, but then the flickering would continue. The customer did confirm that the intended procedure was successfully completed using the subject device but did note a 5-minute delay.